Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One delivery device with capsule was received for investigation. The capsule was not attached to the delivery system. Visual inspection revealed the delivery device and capsule had been fired. The trocar needle on the delivery system was advanced. Delivery system was not bent or broken. Plunger was fully released. The handle was not broken and showed no visible damage. Functional testing could not be performed because this is a single use device and once the capsule trocar is fired it cannot be functionally tested. A root cause was not identified and it appeared the device functioned within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient or user, intervention was not required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure, and an endoscopy was performed prior to the bravo procedure and it showed the esophagus to be normal. No known adverse events were reported.